Manufacturer narrative:
This user facility is outside of the united states. The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided.

Event description:
While the gap gauge was positioned in the joint, a power tool came in contact with it and it fractured. There was no patient injury and no delay in the procedure as a result of the event.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Examination of returned device found no evidence of product non-conformance. During the evaluation, the instrument showed evidence of fracture and wear and tear. However, a conclusive root cause of the event could not be determined.

Event description:
While the gap gauge was positioned in the joint, a power tool came in contact with it and it fractured in the middle. The location of the fractured piece is unknown. There was no patient injury and no delay in the procedure as a result of the event.